Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc freestyle libre sensor detached prematurely from the customer (child) while they were sleeping. The customer experienced a symptom described as "very soft" and was treated with sugar by their mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. The dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted.

Event description:
A caregiver reported that the adc freestyle libre sensor detached prematurely from the customer (child) while they were sleeping. The customer experienced a symptom described as "very soft" and was treated with sugar by their mother. There was no report of death or permanent injury associated with this event.